Event description:
It was reported that a button on the customer's insulin pump was intermittently unresponsive. Her blood glucose level was 206 mg/dl. The customer stated that she was able to press the button to take her to the main menu but it would not work after that and she was unable to exit out of the main menu. No significant events leading to the issue were recalled. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window, and cracked battery tube threads.